Manufacturer narrative:
***Please note that this analysis is prolonged as the batteries were returned to (B)(4) on 20feb2017, but have not been received at the heartware - (B)(4) facility. Due to (B)(6) and dot regulations changes the transportation of lithium batteries are via cargo ship. Event date is currently unknown. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. (B)(4) - battery / catalog number 1650de / expiration date 31oct2016 returned to MFR 20feb2017. Device evaluation anticipated, but not yet begun manufacture date: 12oct2015. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the batteries were switching. The batteries were taken out of service and replaced. It was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
Sn : (B)(4). - battery / catalog number 1650de: UDI #: n/a. Device available for evaluation: yes, 20/feb/2017. Device evaluated by MFR: yes. Date of manufacture: 12/oct/2015. Sn : (B)(4). - battery / catalog number 1650de: UDI #: n/a. Device available for evaluation: yes, 29/may/2017. Device evaluated by MFR: yes. Date of manufacture: 22/oct/2015. . Sn : (B)(4). - battery / catalog number 1650de: UDI #: n/a. Device available for evaluation: yes, 29/may/2017. Device evaluated by MFR: yes. Date of manufacture: 30/oct/2015. Sn : (B)(4). - battery / catalog number 1650de: UDI #: n/a. Device available for evaluation: yes, 29/may/2017. Device evaluated by MFR: yes. Date of manufacture: 04/dec/2014. It was reported that the patient was experiencing power switching events. Five batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate power switching. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis show incidental findings of power switching events with the following devices: (B)(4). Additional devices added for this event: (B)(4) catalog # 1650de exp. Date: 10-31-2016; (B)(4) catalog # 1650de exp. Date: 10-31-2016; (B)(4) catalog # 1650de exp. Date: 12-31-2015. (B)(4): batteries are not available for evaluation. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.